Event description:
It was reported the patient's blood glucose rose to 450 mg/dl. The pod was worn on the patient's leg for between 4 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received deployed. Cracks were observed on the top and bottom housing. Corrosion was observed inside the device on the chassis assembly, linkage assembly, fluid path assembly, pcb, and bottom battery indicating that fluid had leaked in the pod. It could not be determined if this fluid leaked into the pod through the observed cracks and contributed to the corrosion. A leak test was performed, and no internal leakage source was identified. The source of the corrosion could not be conclusively determined. During investigation all three batteries were measured and found to be lower than expected. An external power supply was required to download data from the device. The download data generated an 0x40 alarm, indicating the rotational sensor maximum open count was exceeded during operation. Abnormal rotational sensor data errors were observed. Inspection of the commutator cap found evidence of contamination. The source of the fluid that leaked into the pod and contributed to the observed corrosion and contamination of the commutator cap could not be conclusively determined. No manufacturing defects were observed that would have prevented the device from functioning as intended. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.